Event description:
A report was received that the patient had a hematoma and the patient was not getting adequate pain relief. It was also noted that the patient was experiencing leg weakness. The patient underwent an explant procedure.